Event description:
There was an allegation of questionable elecsys ft4 IV and vitamin d results from the cobas 8000 - cobas e 602 module. Only one example of ft4 results was provided. The initial result was >7.77 ng/dl with a data flag and the repeat result was 1.18 ng/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The ft4 reagent lot number was 724911. The expiration date was not provided. The field service engineer found the measuring cell was due for replacement. He replaced the measuring cell and checked all fluidics. He ran system volume checks, photomultiplier checks, and qc which all passed. As the qc recovery was acceptable, there was no indication of a reagent performance issue. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.